Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection showed that the device was in good condition. During the power up process and check and test force sensor testing, the issue could not be duplicated. The root cause of the reported issue was found to be the customer manipulated the pump during its self-test, by entering the biomed code. Performed preventative maintenance and all functional testing.

Event description:
It was reported that there was a system error force sensor test failure. Arm syringe portion needs refurbishing. No patient injury was reported.